Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine check. It was noted that the ventricular lead exhibited brief episodes of noise causing noise reversion, since (B)(6) of 2019. The patient is dependent and did not complain of any symptoms. Was unable to reproduce the noise with isometrics. No intervention was reported.